Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a system failure error. No patient injury was reported.

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H.6: event problem and evaluation code updates were not required., corrected data: corrected information is provided in section d.4.

Event description:
Additional information was received and attached to the file on 25 august 2022. There was no patient incident.

Manufacturer narrative:
Other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing or removed on the plunger assembly, and the top case was cracked upon receipt. An error code was found in the ehl (event history log). The customer reported issue was confirmed during the investigation as the reported error was found upon power up. Root cause of the reported event is unknown, but the flippers of the left plunger case were found intermittently stuck. Replaced the whole plunger assembly, performed preventive maintenance and all functional testing. Product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously.